Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 42 (force overload tripped) and user advisory (ua) 18 (max take-up revolutions exceeded) error messages were confirmed during archive review and functional testing. The root cause was due to the disconnected/ loose cable on the load cell amplifier board. The customer's reported user advisory (ua) 12 (lifeband not present) error message was not confirmed in archive review or during functional testing. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Visual inspection was performed and found no physical damage to the autopulse platform. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in october 2007. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. During functional testing, user advisory (ua) 42 error message displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 42 and user advisory (ua) 18 on the customer reported event date. However, there was no user advisory (ua) 12 error message in the archive data. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used during a call on (B)(6) years old male patient and displayed user advisory (ua) 42 (force overload tripped), ua 12 (lifeband not present) and user advisory (ua) 18 (max take-up revolutions exceeded) error messages. Following this manual CPR was immediately administered on the patient. No further information was provided. No known impact or patient consequence was reported.